Event description:
The instrument broke and a piece was left in the pt.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the inspection records was not provided. The investigation could not verify or draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.